Event description:
The user facility reported that the wire was being used to cross the superficial femoral artery (sfa) from left antegrade approach. While pushing the wire it snapped around 20cm from the tip. The patient had 5fr micro puncture access. The wire was inserted through the micro access sheath. The patient was undergoing surgery to remove the wire left in the body. The doctor said that he was pushing and pulling in attempt to cross down bypass graft. Anatomy looked to be normal from common femoral artery (cfa) to mid superfical femoral artery (sfa). Severe pad noticed from mid superfical femoral artery (sfa) to distal bypass graft. Patients pre-procedural condition was peripheral artery disease (pad) diagnosis with occluded bypass graft. The doctor had to perform open removal of the broken wire. Relevant tests and lab results were an angiogram on (B)(6) 2023. Type of procedure being performed was a left antegrade approach angiogram with thrombolysis. The estimated blood loss was less than 250cc. Addtional information was received on 18aug2023: the patient was stable and foreign body removal surgery went well. Guidewire tip was successfully removed from the patient. An open surgical foreign body removal through was performed. Xray was performed to confirm the tip of the wire was removed from the patient. It was seen on xray and other half of wire did not hydrophilic piece of the wire.